Manufacturer narrative:
The thermogard xp ivtm system (sn (B)(4) involved in the reported complaint will not be returned for evaluation because the customer declined the quote for service repair. The hospital biomed will replace the missing white guides and test the thermogard system to address the reported complaint. Therefore, service was not required to be performed by zoll.

Event description:
During the customer site visit, the zoll clinical field specialist (cfs) reported missing white guides on the pump rotor of the thermogard xp ivtm system (sn (B)(4). The missing white guides could interrupt or stop the treatment. No patient involvement.